Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable required replacement. The part was replaced and the issue was resolved. The umbilical cable was returned to the manufacturer for evaluation. Analysis confirmed the reported failure per the return tag "defective." Failed bench level testing. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test failed, showed opens between lines 7 and 8. Continuity testing failed. Open from lemo connector pin 4 to three position mte connector pin 2. Open from lemo connector pin 5 to three position mte connector pin 3. Both gbit an 100t testing were performed using a cable validator-nt900. Passed visual inspection. A software investigation was also completed. This investigation found that the imaging system software was functioning as designed and attributed the reported problem to the umbilical cable. A communication failure mode was confirmed, with the root cause being a damaged umbilical cable. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed an error message on the mobile view station (mvs). The error message stated that an issue had occurred that may affect navigation and accuracy. The surgeon was able to use the anteroposterior (ap) and lateral images acquired with the imaging system to successfully complete the procedure. Do delay was reported and the patient was not impacted.